Manufacturer narrative:
(B)(4).

Event description:
Information was received from a patient via a manufacturer's representative regarding a patient who was implanted with a neurostimulator for cervical radiculopathy. It was reported that during a clinician programmer interrogation session there were high impedance of (3600 ohms) on electrode 9 and 13. The issue was noted to be resolved as both electrodes were not needed for effective programming.